Event description:
A patient home's medication list in the electronic health record included testosterone cypionate depot injection dosed at 200 mg im every 28 days, (as a clinic-administered medication with a start date 2 years prior). Upon admission to our facility, this medication was selected to "not order" on admission medication reconciliation. However, the testosterone injection was displaying as an active medication on the inpatient electronic medication administration record. Nurses saw the outpatient medication display on active medication list as an "overdue" task for the nurse to administer for current admission. Upon selecting order details, the testosterone shows up as "active" with documentation of previous administration from previous year. Nursing staff noticed the irregularity and notified pharmacy department. Patient was not given the medication and a request was submitted to our epic it department to further investigate. The patient has since been discharged from our facility; however, on the current facility administered medication list, testosterone still displays as the only current medication, while all other medications have correctly been removed. A request was submitted to our epic it team to investigate and correct the issue. At current time, it informed pharmacy that there is no way to correct the issue. (B)(6). Submission ID (B)(4).